Manufacturer narrative:
Device history record is under review. A visual inspection of 3 companion samples was conducted. The visual examination did not observe any product defects or abnormalities. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
Customer called with complaint of pledget falling apart. She states when she removed the pledget the tip starting pulling/falling apart. This happened to 4 tampons. She was able to remove all pieces.